Event description:
It was reported that the implantable loop recorder (ilr) migrated out of the pocket. The ilr was easily pulled out in the clinic. The patient was treated with antibiotics and a new ilr will be implanted at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).